Manufacturer narrative:
Result: damaged footboard with modules hanging out. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by svc report that the footboard was broken, and the modules were hanging out of it. It is unk if there was pt involvement or adverse consequences to report.